Event description:
Caller reported tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump with a warranty-covered item. Customer was provided with instructions on using storage mode and steps to return the problematic pump, while ensuring continuity of insulin delivery using a backup insulin pump. Replacement pump with updated software was sent to the caller, who acknowledged the instructions.